Manufacturer narrative:
Follow-up # 1 ¿ (12/29/2014). The patient¿s meter has been returned on 12/12/2014 and evaluated by lifescan product analysis on 12/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter gave inaccurate high result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that approximately 3 weeks ago at 7pm at they obtained inaccurate high results of ¿562 and 522 mg/dl¿ with the subject meter. The patient manages her diabetes with a combination of diabetic medications (¿genovia¿ and glipizide). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient denied that she developed symptoms as a result of the issue; however reported visiting the doctor¿s office approximately 3 weeks ago; the patient¿s blood glucose was tested, with another device (meter unknown), the patient alleged the result was less than or equal to 40 mg/dl (2.2 mmol/l). The patient denied she received medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the unit of measure was set correctly and the test strips have not been open longer then the discard or expiry dates and they were stored correctly. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 - 1/15/2015, device evaluation: the lay user/patients test strips have been returned on 1/8/2015 and further evaluated by lifescan product analysis on 1/12/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.